Manufacturer narrative:
This report is for an 2 unknown cortex screws. Unk PMA/510(k) number. Without the lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for two unknown cortex screws.

Event description:
It was reported that a patient had a procedure on a fracture of the left distal radius on (B)(6) 2014. The surgeon implanted 5 variable angle screws into a 3 hole plates, with 5 variable screws, 2 cortex screws, and a titanium plate. The patient returned to the surgeon on an unknown date and it was discovered that the 3 heads sheared off of the 2.4 mm variable angle locking screws. The screws were broken. The hardware removal was performed (B)(6) 2014. Application of an external fixator was performed. The procedure was successfully completed with no patient injury reported. Report of 3 of 3 for complaint (B)(4).